Event description:
The pt was implanted with a synchromed pump and catheter in 1996 for infusion of intrathecal morphine for pain. The pump was explainted: in 1999 due to a motor stall and returned to the MFR for analysis. Further details regarding this foregin pt could ot be obtained due to confidentiality issues.